Event description:
Reportedly, during a transmission attempt with the subject home monitor, the led stayed amber permanently. The same behavior was observed during several trials in different places. The home monitor was returned for analysis.

Event description:
Reportedly, during a transmission attempt with the subject home monitor, the led stayed amber permanently. The same behavior was observed during several trials in different places. The home monitor was returned for analysis.